Event description:
Dealer states the chair was dropping in voltage. He states he checked the batteries harnesses and noticed the positive terminal on the rear harness looked burnt. He states the chair still runs but the voltage drops when the chair is turned on. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdx3, serial number/date (B)(4) is approximately 9 years old. The owner's manual part number 1114809, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.